Manufacturer narrative:
Concomitant products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
It was reported that following a pump replacement on (B)(6) 2013 when the new pump was programmed the patient experienced ¿similar symptoms¿ to a previous overdose (refer to manufacturer report # 3004209178-2013-10658). No intervention was taken. The patient was watched for ¿like an extra hour¿ and the pump dose was decreased. The device system was used to deliver hydromorphone, clonidine and bupivacaine. It was later reported that the patient experienced a drop in blood pressure and appeared sedated. The reporter stated that the catheter was patent and no break or occlusion was suspected. It was later reported that the patient¿s symptoms had resolved and was receiving effective therapy.